Event description:
It was reported that during a total knee arthroplasty surgical procedure, it was observed that while using the robotic-assisted solution satellite station device it was noticed that the the distal femoral resection was assessed as deeper than planned. This was verified visually and then confirmed with stylus (approximately 4mm deeper than planned ). The distal cut was finished using a manual block plan was for cemented knee and cemented implants where used. Gaps where as anticipated.". It was reported that the device was being used with a robotic assisted base station device. It was reported that the robot was connected to the bed during the procedure. There were no delays in the procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, concomitant medical devices and therapy dates, base station device, (B)(6) 2023. UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was evaluated and no defects or issues were found in the system or software. The investigation showed that the correct log file could be identified and that the likely cause of the described issue was unintended array motion. The specific cause of the array motion cannot be determined, but appeared to be an abrupt shift in the location of the femur following resection of the distal cut and immediately proceeded by additional resection of the distal cut. However, a root cause for this event could not be established as the investigation found no issues or defects, and the system was operating properly and accurately. Therefore, the most probable cause cannot be established.